Event description:
During an in clinic follow up, the device was interrogated and premature battery depletion was suspected. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. Analysis performed did not show any anomalies. There was evidence from the device image the device was programmed to high field settings and that autocapture feature was enabled and operated in high output mode at times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed, and the device has reached eri during analysis, it has met the projected longevity and is considered normal battery depletion.